Manufacturer narrative:
Additional information was received that the patient may benefit from pocket revision. Moreover, the medical professional did not believe that the device was causing the patient's symptoms.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site and a pinching/pulling feeling in her back whether stimulation was turned on or off. The patient was prescribed with lidoderm patches.

Event description:
A report was received that the patient was experiencing pain at the pocket site and a pinching/pulling feeling in her back whether stimulation was turned on or off. The patient was prescribed with lidoderm patches.

Event description:
A report was received that the patient was experiencing pain at the pocket site and a pinching/pulling feeling in her back whether stimulation was turned on or off. The patient was prescribed with lidoderm patches.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.